Event description:
It was reported that the patient presented in clinic with muscle stimulation. The device was reprogrammed and the stimulation still occurred. The right ventricular was capped and replaced and resolved. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).